Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for automated peritoneal dialysis (apd). In (B)(6) 2010, the patient experienced peritonitis. The patient was hospitalized for 3 days in (B)(6) 2010. On an unreported date, the patient received treatment with unspecified antibiotics. The cause of the peritonitis was unknown. On an unreported date, the patient recovered. Treatment continued with dianeal pd4 ambuflex. The nurse believed that the event of peritonitis was not related to the dianeal pd4 therapy.